Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 225 units of insulin. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.